Event description:
It was reported that all keys (other than the on/off key) on a pump keypad are inoperable.

Manufacturer narrative:
(B)(4). The sigma device eval found the #7, #8, and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #7 key will occur following the selected key¿s function (e.g. When the #1 key is pressed, 17 will be displayed. When in alphabetic mode and the abc key is selected, a-s will be displayed interfering with the mdl drug search). Sigma¿s engineering investigation is in progress. When complete, a supplemental report will be submitted.